Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported patient underwent knee arthroplasty. Subsequently, patient is experiencing a possible nickel allergy or infection approximately a month post-implant.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous reports submitted on jan 29, 2018 and nov 7, 2018 were submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0002648920-2019-00042.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: - concomitant devices - unknown persona femoral component size 11 catalog #: ni lot #: ni, unknown persona tibial component size h catalog #: ni lot #: ni

Event description:
It is reported that the patient underwent a knee arthroplasty revision of the polyethylene articular surface to address a staphylococcus infection approximately one (1) month post-operatively. It is additionally reported that the patient has recovered and experienced no further complications.